Event description:
A customer reported experiencing an issue where a new filled cartridge often displayed as having only 120 units or less, despite being full. There was no adverse impact to the customer's blood glucose level. No follow-up was requested by the customer, and there were no corrective actions taken as no additional information regarding the outcome of the event was received.